Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had alarmed multiple no delivery alarms, delivery anomaly and also mentioned that they also experienced low blood glucose in the 40mg/dl. Customer declined to troubleshoot for low reading. Customer was assisted with no delivery troubleshooting and customer's blood glucose level at the time was 384mg/dl at the time of incident. Customer stated that during fixed prime, insulin exited. Customer was assisted with delivery anomaly found during review of bolus history and programming that the customer had several boluses that showed in the history that were not programmed. Customer stated that settings were all correct. Customer declined further troubleshooting. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The unexpected boluses were not specified in the customer notes. Unable to verify bolus anomaly. The device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. No unexpected no delivery alarm noted. The no delivery alarm functioned properly during the basic occlusion test and occlusion test. The device was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the bolus history screen. No unexpected bolus delivery anomaly, history anomaly, basal anomaly or delivery anomaly noted during testing. The device had cracked reservoir tube lip.